Event description:
It was reported that a customer experienced a cartridge alarm 20 with their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed that the pump was under warranty and arranged for a replacement to be sent. The customer was instructed to use multiple daily injections as a backup therapy and provided with instructions on how to put the pump into storage mode before returning it to tandem. The customer understood the steps they needed to follow upon receiving the replacement pump and agreed to return the problematic pump using the provided return box and pre-paid label within 10 days.